Event description:
It was reported in a letter, man claims "the greenlight surgery was not successful and I was told that I would have to retrain my bladder. Medication for over a year has not worked. I am on the verge of being incontinent". Reportedly, post procedure cat scan showed an enlarged prostate. A doctor performed this procedure in (B)(6) 2010.